Event description:
Reported as a leak in the device. The dr removed and replaced the port. After revision surgery, leakage was still evident. A second surgery was performed to remove the lap-band sys and replaced with an apl.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however, the analysis results are pending at this time. A supplemental medwatch will be submitted once analysis of the device is complete. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."